Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the first reload had an unknown issue. Using the second reload, the surgeon was not able to press the green button, could not squeeze the handle and it did not fire. Another reload was used to complete the case. There was no patient injury.